Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported that insulin was squirting out of the insulin pump during the priming process. Troubleshooting was done. The customer was advised that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. The customer also reported a compromised force sensor system error based on the alarm history from the insulin pump. The customer reported that an infusion set change resolved the issue. No additional information was provided.